Event description:
This spontaneous report ((B)(4)) from the united states of america was reported by a consumer (age and gender unspecified) whose condom kept falling off coincident with trojan latex condom unspecified. The consumer's medical history and concomitant medications were not reported. On an unspecified date, the consumer used the trojan latex condom unspecified. The consumer stated that the kept falling off. No additional information was available. The action taken with trojan latex condom unspecified and outcome of the event was not applicable.